Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient's ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s patient controller (pc) displayed the ¿replace generator, the generator has reached its end of service¿ message. The patient has been unable to connect to their ipg since approximately (B)(6) 2019. Manufacturer representative met with the patient and confirmed the message was present. As a result, surgical intervention may take place to address this issue.